Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consume regarding a patient receiving baclofen (250 mcg/ml at 33.33 mcg/day) and dilaudid (60 mg/ml at 8 mg/day) via an implantable infusion pump. It was reported the patient missed an appointment and the pump started to alarm. The patient ended up going through withdrawal and passed out.